Manufacturer narrative:
Shannon, s., chen, x., torchia, m. And schoch, b. (2016) extraperiosteal dual plate fixation of acute mid-shaft clavicle fractures: a technical trick. J orthop trauma, volume 30: e346-350. This report is for unknown ¿ 3.5mm locking compression plate (lcp) superior clavicle/unknown quantity/unknown lot. Patient code/device code: (B)(4) refers to two (2) unknown patients who had larger neutralization plate superiorly experienced implant prominence but did not elect to undergo reoperation. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article shannon, s., chen, x., torchia, m. And schoch, b. (2016) extraperiosteal dual plate fixation of acute mid-shaft clavicle fractures: a technical trick. J orthop trauma, volume 30: e346-350. The purpose of this article is to present a surgical technique that will allow for additional fixation without compromising bony union or increasing complications in case series of patients treated with extraperiosteal dual plating for acute mid-shaft clavicle fractures. This prospective study reviewed cases between june 1998 and june 2013 with 13 patients which consisted of 12 male patients and 1 female patient with a mean age of 41 years (18-81 years). The mean follow-up was 22.3 months (13-60). A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown ¿ 3.5mm locking compression plate (lcp) superior clavicle and refers to two (2) unknown patients who had larger neutralization plate superiorly experienced implant prominence but did not elect to undergo reoperation.